Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified coronary arterya. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.